Event description:
It was reported a home patient (hp) had received a system error 2240 (air in set) alarm. This occurred on a homechoice (hc) machine during dwell two of three. The caregiver (cg) stated that the supply bag fell and became disconnected. The technical service representative (tsr) assisted the cg in ending therapy. The cg was to have the hp start over with new supplies. There was no adverse event indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.